Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. Troubleshooting did not resolve the issue. As a result, patient underwent surgical intervention on (B)(6) 2019 where the ipg was repositioned from the left to right side. Issue resolved post-operatively.